Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited muscle stimulation. Additional information obtained from the field representative which indicated that there was no evidence of dislodgement. This lv lead was explanted and replaced. No additional adverse patient effects were reported.